Event description:
On (B)(6) 2022, an extraction plate displayed cross contamination between all samples. One sample vial in the plate was empty and was unable to run, but the plate was moved through the process. Positive plate results were supposed to be held and reviewed before submission, but the 21 positive sample results were reported prematurely. Upon review by management, it was determined that these results should be retracted due to the plate contamination issue.

Manufacturer narrative:
Upon investigation, it was determined that the employee did not follow the protocol. There was an instrument malfunction on the janus. The pipette tip carrier was slightly misaligned from its correct positioning and the instrument was not paused, when the error occurred. Due to the misalignment, a sample spilled and was empty during the run. The supervisor notified the data submissions team to hold all positive samples from the run, but this was not done. All run results were reported, prior to management review. As part of the corrective action, additional controls will be implemented for data review, prior to reporting results. This will prevent runs with contamination or clumping from being reported. Each run will be visually reviewed to detect where positive samples are within the plate.